Event description:
As reported on (B)(6) 2013, it was noted that the packaging on one of the devices received by the customer from the MFR was not fully sealed, compromising the product sterility. As this was noticed when the product was received, the product did not come into contact with a pt, hence there was no pt harm or injury. The reported disposable device has been returned to the MFR for investigation.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow-up medwatch.